Manufacturer narrative:
The device was returned without a complaint associated with the product. The device was received in backup mode. Device image analysis showed that the backup mode occurred due to non-maskable interrupt. Backup mode reset could not be reproduced. No other anomalies were noted.

Event description:
It was reported that the patient experienced wound dehiscence. The implantable cardiac monitor was explanted. Patient was stable.